Event description:
Pt undergoing an endometrial ablation through a hysteroscope. At end of procedure a severe burn was identified extending the entire length of the anterior vaginal wall. Blisters were identified near the cervical os and cervix also had some blanching. All equipment inspected prior to use. No defects on malfunction noted. Grounding and sensing pad in full contact and no alarms were sounding. Have not been able to identify a source or reason for the burn other than the fact that lubricant was used in this case to dilate cervix. Lube used was the only variable and has not been used in instutution for this procedure in the past. Although lube commonly used in cautery procedures and there has never been a contraindication or warning regarding lubricant lube and this hysteroscope to rptr's overknowledge. All staff doing procedure trained by MFR and lube has never been identified with a warning.